Event description:
The customer reported that the system would not boot up. There is no report pt injury.

Manufacturer narrative:
The service call was canceled as the customer reported they had repaired the system themselves.